Event description:
Patient arrived after having surgery around 1815. During rn assessment around 2000 rn found heat pack on patients lower abdomen, upon removing heat pack rn noticed patient had 2 blisters where the heat pack had been. The heat pack was used directly on the skin without anything used as a barrier.